Manufacturer narrative:
(B)(4). Add'l info will be provided following the conclusion of the investigation. Imp # (B)(4).

Event description:
On july 17, 2015, the following was reported to arjohuntleigh: it was indicated that during the resident's transfer (raising or lowering from/to a wheelchair) using tempo passive lift one of the shoulder sling clips detached, causing the resident to tip over. They did so along with the wheel chair. The resident sustained a head wound that required an ER visit and stitches to close wound before going back to the facility. It was noticed that the sling clips showed a tight connection to the hanger bar connection lugs.